Event description:
The dentist reported that 4 months after the dental implant was placed in the patient bone, it was verified non-osseointegration. The implant was placed in region of #25 tooth, with 2 other implants.